Event description:
It was reported that the patient was unable to adjust stimulation. The programmer display showed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient first saw this on the day of the report. The patient mentioned that she met with her healthcare provider (hcp) in august and the battery was at 25%. The patient stated that three and a half years seemed too short for battery life. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a power on reset (por) in (B)(6) 2013 and it was due to the implantable neurostimulator (ins) battery going low. It was noted that the patient was not happy that the battery only lasted 3.5 years as she was told it would last 5 years. The reporter stated that they had to replace the battery and ¿it was a pain to go in and have it replaced.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v434793, implanted: 2010 (B)(6); product type lead. (B)(4).